Event description:
It was reported the patient had their drg ipg replaced because the ipg was inoperable. It is unknown when the patient last had therapy prior to surgery. Effective therapy was established postoperatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d7 - the explant date should have been (B)(6) 2022 rather than (B)(6) 2022.